Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed tear through the shell resulting in outer lumen deflation.update/correction to sections b1, b2, b4, b5, g3, g6, h2, h3, h6, and h10

Event description:
Deflation resulting in explantation

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed tear through the shell resulting in outer lumen deflation.

Event description:
Alleged deflation.